Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported hole on the pouch was confirmed. Scanning electron microscopy (sem) analysis confirmed that the pinhole extended through the pouch material. Tearing, damage, and abrasion were documented at and surrounding the pinhole on the outer surface. The lower right corner of the pouch, near the seal, revealed wrinkled/damaged areas. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hole on the pouch. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during incoming routine inspection (consignment return product) of the temperature indicator of 8.0 mm x 30 mm x 135 cm absolute pro vascular self-expanding stent system (sess) at a distribution center, there was no issue with the temperature indicator but the inner pouch was found to be damaged; a hole was noted in this pouch (with sterility compromised). No damage was noted to the outer chipboard box packaging. There was no patient involvement. No additional information was provided.